Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump software did not accurately adjust the amount of insulin delivered. Customer's blood glucose (bg) ranged from 30-40 mg/dl. Customer required assistance consuming carbohydrates and glucose tablets to treat bg level. Recommendation was made to consult with healthcare provider regarding diabetes management. Reportedly, customer continued to use pump for insulin therapy.